Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited out of range pacing lead impedance measurements. Impedance was 1200 ohms at implant and increased to 1800 ohms and then had come down to 900-1000 ohms range. Currently, the impedance is greater than 2000 ohms and threshold measurements are up from 1.5 v to greater than 4v. Guidant received subsequent information that during a lead revision, the lead measurements were normal through the psa. ,